Manufacturer narrative:
Additional information was not able to be obtained regarding this event. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The patient also reported that he had previously been told that he had a lead impedance issue. The patient was advised to contact his following physician. At this time, no interventions have been reported. No adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and retained by the explanting facility. This record will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted and reportedly retained by the explanting hospital. During the same procedure, the right ventricular (rv) lead connected to this ICD was explanted due to high shocking impedances. No additional adverse patient effects were reported.